Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer was hospitalized on (B)(6) 2014 for diabetic ketoacidosis caused by a coma. The customer's blood glucose level was unknown. The customer stated that prior to the event they had left a restaurant and does not remember anything after that the customer stated they had already trouble shot the insulin pump after the hospitalization. No further information was provided.